Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedances greater than 2,000 ohms. It was discovered that the impedance values have consistently ran high per impedance trending graphs. No further action was performed. Additional information was provided that this system continues to exhibit high out of range pace impedance measurements. There was one stored non-sustained ventricular tachycardia (nsvt) episode with a couple non-physiologic signals detected over a year ago; however, no further episodes have been detected. The patient was evaluated in the office and no further action has been reported.